Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. No treatment occurred. Device has been explanted.

Manufacturer narrative:
Aware date, updated to 08-nov-2021. Device evaluation: visual analysis of the returned device identified, fold creases and deformation. A weight test of the device was verified, and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii/IV. Device has been explanted and replaced.